Event description:
The customer reported measuring spo2 with a m3002a x2 measurement server resulted in inaccurate values.

Manufacturer narrative:
The customer reported measuring spo2 with a m3002a x2 measurement server resulted in inaccurate values. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).